Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead impedance had increased. Intermittent capture was observed during temporary pacing at different voltages. Noise was reproduced with isometrics. Fracture was suspected. The lead was capped and replaced.